Event description:
Info rec'd indicates, the right head siderail could not be latched in the up position.

Manufacturer narrative:
The technician found the latch pin that the latch secures was missing. He replaced the latch pins and the siderail functioned properly.